Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a leak located on the solenoid manifold port 5. The service technician replaced the solenoid manifold assembly and issue was resolved. Model lap top ventilator 1150 passed all testing.

Event description:
The customer reported model lap top ventilator 1150 was delivering 40-70 breaths per minute while connected to a patient. The ventilator was set to deliver 14 which is usually right around where the patient's respiratory rate stays. The patient was removed from the ventilator and placed on a back up unit. At this time, it is unknown if there was any patient harm or injury associated with the reported event.